Event description:
The customer received a blood glucose reading of 160 mg/dl from her contour meter and a reading of 83 mg/dl from another meter. On another occasion, the contour read 190 mg/dl, while the other meter read 96 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.